Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
The thermo-gard ivtm system (serial#: ((B)(4)) displayed a tcm ID:02 (ce danfoss error). Later, during biomed testing, the tcmid:02 error was confirmed. The patient use is unknown.